Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in cassette sheeting. Functional testing of the device included leak testing, clear passage testing and clamp function testing; leak testing and clear passage testing revealed a leak from a hole in the sheeting. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be a hole in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during priming of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During the evaluation of the returned cassette, the cassette leaked solution from a hole observed in the cassette sheeting. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.